Event description:
It was reported that the system would intermittently lock up. There was no patient injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient of staff injury was reported.